Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The outer insulation of the lead was extrinsically melted but not breached. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and no capture. It was noted that the patient experienced syncope, arrhythmia and heart block. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.